Manufacturer narrative:
The manufacturer previously reported an issue with the blower assembly. The blower assembly was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the blower assembly failing was found to be due to an open condition of the motor windings.

Event description:
The manufacturer received information from a third party service center alleging a ventilator would not run. There was no report of patient harm or injury. During the evaluation at the third party service center, the customer's complaint was confirmed. The blower assembly was replaced to address the issue.